Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. The 2.0 x 220mm x 150cm coyote otw balloon catheter was inflated, and ruptured during the procedure. The procedure was completed with a 2.0 x 150mm x 150cm coyote mr balloon catheter. No patient complications were reported and the patient's status is good.